Event description:
Event: the pt was converted to standard surgical repair as a result of the graft limb being pushed up into the aneurysm. Event narrative: the proximal and the ipsilateral attachment system was deployed with no problem. There was difficulty advancing a balloon in the contralateral limb. In the process the graft limb was pushed into the aneurysm sac. Numerous attempts were made to pull the limb back into the common iliac. A high incision over the common iliac was attempted to grab the limb from the aorta but was unsuccessful. The pt was converted to standard surgical repair. The pt is in stable condition.